Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary service and repair evaluation: the customer reported that on an unknown date the powered driver has no power. The repair technician reported that does not running for forward, fast forward & reverse, crack contact plate, debris on barriers, rust on motor & discolored wire . The following parts were repaired: cable ,electrical, power supply, plate, protector/shield & motor.the cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 23 jun 2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history the previous service event for part number 05.000.008 with lot number(s) 004239 has been reviewed. The customer called in a service request for this item on 09-may-2025 for driver has no power. The item was previously returned for service on 26 jun 2014 due to motor failure. The previous service condition of motor failure is not relevant to the current complained issue of driver has no power. The manufacture date of this item is 05 jul 2011. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the powered driver has no power. The issue was observed during routine equipment check. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed.